Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis noted that when the device was turned on the button had to be held on longer than typical, this confirmed the reported event. After replacing multiple components on the pcba the fault could not be isolated. Conclusion: the failure was confirmed but the root cause could not be isolated. The analysis was stopped due to fault isolation complexity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board was out of specification electrical. It was also noted that the upper and lower case halves were corroded and broken, one bail cover was broken, the lead flex cover was corroded, one printed circuit board screw was corroded, the ring was bent, and the display was corroded. (B)(4).

Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. There was no patient involvement.